Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements on non-boston scientific right atrial (ra) channel. Upon review, technical services (ts) stated that there was a discrepancy for implanted products between latitude and what was listed in service cloud. There seems to be a suspicion for spring contact connector behavior issue. All other lead testing measurements were normal. The presenting electrogram (egm) showed brady pacing rate not as expected. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements on non-boston scientific right atrial (ra) channel. Upon review, technical services (ts) stated that there was a discrepancy for implanted products between latitude and what was listed in service cloud. There seems to be a suspicion for spring contact connector behavior issue. All other lead testing measurements were normal. The presenting electrogram (egm) showed brady pacing rate not as expected. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.